Event description:
It was reported a patient received a gore® cardioform septal occluder approximately 18 months ago. It was reported the patient lost consciousness and her husband performed CPR on her. The patient was taken to the hospital where a CT scan of the patient was conducted. A pericardial effusion was noted. Pericardiocentesis was performed. Imaging of the device showed a device fracture. The patient is scheduled for surgical removal of the device. The device was explanted (B)(6) 2019.

Manufacturer narrative:
Corrected information - d7. If explanted, give date: (B)(6) /2019. Additional information - device evaluation results: the explanted device was returned to gore for analysis. Submitted in formalin was a gore® cardioform septal occluder (gso). The device remained in the flattened configuration except for the lock loop which had been displaced and was situated within the bag of the right disc near the waist of the device. The left side of the device had firm white tissue embedded around the atrial eyelet. The surfaces of the device material (eptfe) were covered in a thin wispy, white to translucent adherent membranous tissue. The right side of the device had five pairs of wire discontinuities with multiple areas of eptfe material disruptions. Histopathological examination of a tissue/eptfe specimen located on the right disc was performed. There was scant deposition of collagen and small numbers of spindle cells consistent with fibroblasts between the overlapping (folded) eptfe sheets. An increased quantity of collagen deposition on all surfaces and an absence of neutrophils would be expected in an approximately 22-month device implant. The reason for the lack of collagen deposition may have been impacted by the explant procedure on the associated tissue. The small number of neutrophils suggests a mild inflammatory response was present in the tissues surrounding the device. The device was subjected to an enzymatic digestion process to remove biologic debris. Following digestion, the device was examined for material disruptions with the aid of a stereomicroscope. There were multifocal areas of material disruption on the right disc resulting in holes in the eptfe. The eptfe disruptions were consistent with a combination of interaction with wire discontinuities (e.g., material puncture, tearing) time of disruption formation could not be determined, and manual manipulation (e.g., grasping, pulling) of the surface material with surgical instruments (e.g., forceps) likely caused during the surgical explant procedure and/or subsequent histology processing prior to arrival at gore. Five wire fractures (pairs) consistent with fatigue overloading were present on the right disc. No evidence of corrosion or abnormal abrasion was observed on the nitinol wire.

Event description:
It was reported a patient received a gore® cardioform septal occluder approximately 18 months ago. It was reported the patient lost consciousness and her husband performed CPR on her. The patient was taken to the hospital where a CT scan of the patient was conducted. A pericardial effusion was noted. A pericardial window was performed. It was reported imaging of the device showed a device fracture. The patient is scheduled for surgical removal of the device. At this time it is unclear the cause of the patient's pericardial effusion and cause of the device fracture.

Manufacturer narrative:
Imaging evaluation:imaging was received by gore for review. The imaging displayed a frame fracture in the superior border of the right atrial disc.